Event description:
It was reported that the pt was traveling when he noticed an electric shock in the area of the implant. A few days later, the pt observed skin redness. After a few days of monitoring by the physician the device and one extension were replaced. The physician believed there was a correlation between the stimulation and the skin redness. Following replacement, the pt was doing fine. The redness disappeared and the pt was receiving stimulation on the previous settings.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.